Event description:
The initial reporter questioned high results for 4 patient samples tested for ckmb on a cobas c 503 analytical unit. The samples were sent to another laboratory using a cobas c 501 module where the results were "normal." The customer recalibrated and repeated the patient samples on the c503 analyzer where they were "normal." Patient 1 initial result from the c503 analyzer was 61.1 u/l. The repeat from the c501 module was 17.8 u/l. On 28-dec-2024 the repeat from the c503 analyzer was 10.5 u/l. Patient 2 initial result from the c503 analyzer was 25.3 u/l. The repeat from the c501 module was 14.5 u/l. On (B)(6) 2024 the repeat from the c503 analyzer was 14.3 u/l. Patient 3 initial result from the c503 analyzer was 26.5 u/l. The repeat from the c501 module was 11.6 u/l. On (B)(6) 2024 the repeat from the c503 analyzer was 11.3 u/l. Patient 4 initial result from the c503 analyzer was 38.9 u/l. The repeat from the c501 module was 11.4 u/l. On (B)(6) 2024 the repeat from the c503 analyzer was 9.93 u/l.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). Calibration and qc were acceptable. Frequent "abnormal aspiration" and "sample short" alarms were observed on the alarm trace data. These alarms suggest sample handling/preanalytic issues. Abnormal cell blank alarms were also observed suggesting issues with cell rinse functionality. Several "cell carryover" alarms occurred on the day of the event. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The ckmb reagent lot number was 79769501 with an expiration date of 31-jan-2025. The field service engineer (fse) replaced the sample probe and the rinse mechanism was adjusted. The customer had no further issues after the service visit. A general reagent lot-specific issue is not suspected as calibration and qc were acceptable. The specific root cause could not be determined, however, the service actions resolved the issue.